Manufacturer narrative:
(B)(4). The fisher & paykel healthcare flexitrunk interface is designed to deliver non-invasive positive pressure ventilation to a spontaneously breathing patient weighing up to 10 kilograms in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. The bc800 infant nasal mask is designed to be used with the flexitrunk interface. The complaint bc800 flexitrunk infant nasal mask was not returned to fph for investigation. Our analysis is accordingly based on the information provided by the medical center and our knowledge of the product. Further information received from the medical center revealed that the reported complaint was a general observation as they did not experience such issue with the nasal prongs. Without the complaint bc800 nasal mask, we were unable to determine what had caused the problem reported by the medical center. The user instructions that accompany the flexitrunk infant interface indicate in pictorial form the correct set-up and use/fitting of infant interface devices, as well as how to determine the right size of bonnet and mask to be used on a patient. The user instructions also instruct the user to "connect prongs or mask to nasal tubing ensuring that it is inserted fully". It also state the following: - "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." - "use the least tension possible to maintain prescribed CPAP level and stability of the infant interface." - "the bcpap mask is fitted to a flexitrunk product which has a maximum input flow of 15lpm."

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a bc800 flexitrunk infant nasal mask fell off easily from the nasal tubing and did not "lock" in. There was also significant leakage, and the ventilator read it as a "disconnection". It was also reported that the mask "requires 30lpm, and does not achieve the desired pressure". These were observed during use on a patient. No patient consequence was reported.